Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was cracked in the front. Motor rate error was found during occlusion test. The root cause of the reported issue was normal wear, device was over twelve years old. Actions taken to mitigate the reported issue: replaced motor assembly. Calibrated the device. Device passed all functional testing. UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.